Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and dismantled the unit and performed internal inspection as per normal. Fse performed full inspection / calibrations of both vacuum and pressure as per getinge specifications. Performed pump check and verified autofill functions as per normal, minor leak was detected and rectified . Internal helium leak was performed where the value was within getinge specifications. Both pressure and temperature passed getinge specifications. Unit can be returned for clinical use.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had gas loss on circuit. There was no patient harm.